Event description:
Information was received that during use of this smiths cadd solis vip pump, broken tubing set resulting in leakage was observed on a pump which caused an electrical failure and under-delivery. It was reported that the pump also exhibited error code 45630, and pump batteries were removed but pump still alarmed. No patient adverse events reported.